Event description:
It was reported that the patient presented with having 'blackouts', and there was noise, loss of capture, out of range impedance, and an apparent lead fracture. No further patient complications have been reported as a result of this event.